Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced uveitis in the right eye (visual acuity 0.4), and relieved by eye drops. Additional information was requested and received no other complaint was reported within the same lot as of today. After (B)(6), no complaint which company lens was implanted after (B)(6) was reported as of today in (B)(6).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information was provided that the lens was implanted (B)(6) 2014. It is unclear how the lens would be related to a current case of uveitis. Correction: on initial MDR the patient code of 1932 was an error. It should have been 2122 on the original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the patient experienced corneal edema, hyperemia, it was also reported the patient was treated early postoperatively for suspected endophthalmitis. Additional medication was prescribed and the patient recovered.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).